Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. The operator was drawing blood from the rinseback to when the alarm occurred. Air removal attempts were unsuccessful. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator most likely introduced air into the system when drawing blood labs at the end of treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing air removal. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and additional training has been provided. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.